Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter displayed an ¿error 5¿ message. The medical surveillance specialist (mss) spoke with the reporter (patient¿s father) on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 1x daily and manages his diabetes with lantus insulin (40 units in the evening). It is not specified when the alleged issue began; however, the reporter alleged the reported issue occurred intermittently. On the afternoon of (B)(6) 2013, the patient was not able to test his blood glucose due to the reported issue. It is not known if the patient made any changes to his usual management routine. That same afternoon, the patient visited his physician¿s office for a routine checkup. The patient obtained a blood glucose result of ¿512 mg/dl¿ with the physician¿s meter and was administered 12 units novolog insulin (twice) by his health care professional (hcp). The reporter alleged since the patient¿s blood glucose was not ¿going down,¿ the patient was sent to the emergency room (ER). It was reported the patient was administered additional insulin (type/ amount not specified) and intravenous (IV) fluids while in the ER. The patient was reportedly released from the ER that same evening. At that time, the patient obtained a blood glucose result of ¿below 200 mg/dl¿ with the ER meter. The reporter denied the patient developed symptoms. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result with another device suggestive of a serious injury and received medical intervention from an hcp after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.